Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where there were foreign objects in the channel tube, jet tube, and the suction channel inside the universal cord. However, the identity of the foreign material and a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states the detection method in gif-xz1200 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-xz1200 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign objects in the channel tube, jet tube, and the suction channel inside the universal cord. There was no patient involvement.